Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01116 & 01117).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirms both surgery dates; however, the initial procedure on (B)(6) 2008 was a hip resurfacing procedure. Invoice history for the revision procedure suggests the acetabular cup and femoral resurfacing head were removed and replaced with a competitor hip system. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 left hip revision report noted the revision was due to pain and difficulty ambulating. The operative report further noted the presence of fluid, a hole in the greater trochanter, destroyed hip abductors and posterior capsule, metallosis, a pseudotumor and paste-like material. The acetabular cup and modular head were removed and replaced with competitor's components.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirms both surgery dates; however, the initial procedure on (B)(6) 2008, was a hip resurfacing procedure. Invoice history for the revision procedure suggests the acetabular cup and femoral resurfacing head were removed and replaced with a competitor hip system. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.